Event description:
A customer reported a malfunction with their insulin pump, which displayed a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.